Event description:
It was reported that during the lead implant attempt, the patient developed pacemaker dependency and asystole. The lead was opened, not used and physician elected to use another lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was noted there was blood in/on helix/lobe mechanism.